Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). During the trouble shooting an alarm check lines and bags, the patient changed out the supply bag and reused the rest of the supplies. The cause of this incident was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check lines and bags alarm; which occurred on the homechoice during use, during prime. The home patient (hp) stated one of the supply bag was empty, and one of the supply bag was full. The hp stated they disconnected one bag and put a new one on because it did not look like the solution was flowing. The baxter technical service representative (tsr) explained the setup wa s compromised, and the hp would need to discard the bag and cassette and start over with new supplies. This writer contacted home patient (hp) (B)(6) 2011 regarding the reported problem. The hp stated that they did start over with new supplies, and everything went well. They stated that at the time of the alarm, they found one solution bag had a broken port. They stated that the bag was empty, so they had to start over anyways. The hp stated they tried to start over, but had difficulties. The hp stated they do not have the sample of the solution bag, it has been discarded. The hp stated that they do not know the lot number of the bag. The hp also stated they have not found any other bags with a port issue. Therapy has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.